Event description:
It was reported that the patient was having pain at the ipg site and noted that the patient had piriformis syndrome on the region where the ipg lay over. The patient had a trigger point injection and one percent of lidocaine was injected after negative aspiration. The patient was also experiencing inadequate stimulation and shooting pain when posture changes. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.